Event description:
It was reported that a malfunction occurred on the pump, which resulted in the customer¿s blood glucose level exceeding 500 mg/dl, indicated as high on the cgm reading. The customer addressed the high blood glucose level by performing a correction injection via mdi and did not require assistance from a third party. Technical support provided information to reset the pump, although the caller could not complete the troubleshooting process due to a lack of charging supplies, and a follow-up was planned.